Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin and that the pneumatic tap was ¿dirty¿ and there was an o-ring present. Tandem customer technical support informed customer to not reuse the insulin and that novolog insulin is indicated for use with tandem supplies for 3 days. The customer cleaned the pneumatic tap removing the o-ring and loaded a new cartridge. There was no adverse impact to customer¿s blood glucose level.